Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced blurred vision, glare, and visual impairment after an intraocular lens (iol) implant. An early glistening with atypical big blisters were noticed in the iol. A small central capsulotomy was performed due to a small capillary. Additional information has been requested but not received to date.